Event description:
On (B)(6) 2022, it was reported by a sales representative via email that an abs-10061t arthrex angel prp kit tubes that connect the blood in the bag, had a leak out of the bag. This caused the cassette to fill with air and give an error warning. This was discovered during a prp procedure on (B)(6) 2022. Additional information received on (B)(6) 2022: the blood leak was slow and not gushing, about 1-2cc leaked onto the counter and it was quickly cleaned by the nurse, with a gauze while wearing gloved. The case was completed successfully with 100-120cc of blood that was flat palmed pressured out of the bag, however, about 20cc of blood still remained in the bag.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.